Event description:
It was reported this drainage catheter was placed in the abdomen for an abscess drainage procedure. It was noted on withdrawal, the distal portion of this catheter had detached and remained in the patient. A snare was utilized to retrieve a portion of the detached segment. The patient was sent to surgery where the remaining detached segements were successfully removed without any patient complications. The user facility will not release this device for evaluation. Therfore, no failure analysis is available. A lot search was performed, and revealed no other complaints to date for this lot number. User technique and/or patient condition may have contributed to this event. However, company is unable to determine the cause for this event. Directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."